Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to inadequate/inappropriate treatment or diagnostic exposure and device revision or replacement which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was not having good results from the implant and stated that the therapy did not work for them. The patient switched physicians and agreed to do a revision. It was noted that the patient had a successful trial, however, did not get good responses with their original implant. Reprogramming was attempted, but was unsuccessful. The patient underwent a lead revision. The physician used the same implant battery and pocket; only the lead was replaced. The patient had great motor and sensory responses, and the patient was successfully programmed. There were no other patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator was not having good results from the implant and stated that the therapy did not work for them. The patient switched physicians and agreed to do a revision. It was noted that the patient had a successful trial, however, did not get good responses with their original implant. Reprogramming was attempted, but was unsuccessful. The patient underwent a lead revision. The physician used the same implant battery and pocket; only the lead was replaced. The patient had great motor and sensory responses, and the patient was successfully programmed. There were no other patient complications.